Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, due to being unable to load a cartridge onto the pump, the customer experienced high blood glucose (bg) of more than 600 mg/dl. Manual injection was applied to address the issue. Reportedly, a new cartridge was filled and loaded successfully.